Event description:
As reported by the edwards lifesciences affiliate in austria, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Delivery system (ds) was inserted correctly. During adjustment of the ds position and trajectory, the patient experienced a sudden transition to asystole on ECG. CPR (cardiopulmonary resuscitation) was performed for 2 minutes, after which wire pacing was used for the rest of the procedure. The valve was implanted as intended between 0-5 mm from the annular plane. Directly after the evoque procedure, a ppm (permanent pacemaker) was implanted to the patient. Patient was in stable condition post procedure. Tricuspid regurgitation (tr) got reduced from torrential (pre-procedure) to trace (post-procedure).

Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for delivery system and/or guidewire interacts with conduction system was confirmed with other empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Per IFU and procedural training instructions, excessive movement of the delivery system may result in interactions with vasculature or cardiac structures. Available information suggests that guidewire interaction with cardiac structures and pre-existing patient factors such as left bundle branch block are the root cause of the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.